Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Physician reported right side "breast with capsular contracture grade iii / IV. Ptosis. Asymmetry. Loss of volume, pain on palpation of permanent burning type. Irradiated right armpit. Right breast deformity" treatment with anti-inflammatory and analgesic was given. The device has been explanted and was found to be ruptured.